Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker expected longevity decreased 1.5 years in a period of 6 months. A field representative suspected the decrease might be related to the increase of atrial fibrillation (af) episodes of the patient. A data dump was performed and engineering analysis confirmed the device was performing as expected. Boston scientific technical services (ts) explained high rate atrial sensing and sam feature, which was programmed on, can contribute to an increase in power consumption. Ts recommended reprogramming the system parameters. The system remains in service. Additional information stated the clinician plans to continue monitoring the patient and potentially reprogramming to vvir if the atrial arrhythmia is permanent. No adverse patient effects were reported.